Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 20 mg/dl; cause was not known. Customer fainted and was transported via ambulance to the emergency room. Bg elevated to 198 mg/dl. At the time of the report, customer had not yet been treated and was waiting to be admitted to the hospital. Customer reverted to manual injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.